Manufacturer narrative:
Clarification: the event of infection is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported right side infection, pain and swelling, "¿chronic capsular pain due to breast surgery", and alleges patient ¿has suffered and continues to suffer from anxiety and depression, pain, and has suffered and will continue to suffer [¿]¿, suffered serious physical injury, harm, damages, economic loss, and will continue to suffer [¿]. The device has been explanted.